Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an iliac aneurysm. The aortic neck was 21 mm in diameter proximally, 20.3 mm and then 21.5 mm distally. The aortic bifurcation was 17 mm x 22 mm. The left cia was 13 mm in diameter and the right was 12.5 mm and 18 mm in diameter distally. There was no angulation or thrombus in the aortic neck and no calcification of the iliac arteries. It was reported the patient was treated for an occluded aorta by another physician. The physician performed a thrombectomy and confirmed the stent grafts were patent. The cause of the occlusion is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (stent graft occlusion); other ¿ lack of information (cause of the occlusion is unknown); unapproved use of device (treatment of an iliac aneurysm ¿ no abdominal aneurysm). Conclusion: known inherent risk of procedure (stent graft occlusion); other (cause of the occlusion is unknown); off ¿ label, unapproved or contraindicated use (treatment of an iliac aneurysm ¿ no abdominal aneurysm).